Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump bolus wizard was not accounting or active insulin and they went low twice. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. The customer used food to treat the lows. The customer was going to manually adjust their bolus wizard settings. Troubleshooting was not completed. The insulin pump will not be returned for analysis.